Manufacturer narrative:
Final analysis found the reported field event of backup vvi was confirmed in the laboratory. Analysis performed after installed new battery and reloaded product code, did not find any anomalies. The original battery was depleted to eol level. The implant duration exceeded the device¿s projected longevity and considered normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device exchange. Device interrogation prior to procedure revealed that the pacemaker was in backup vvi. Physician elected to leave the device as it was due to the low battery level. The device was explanted and replaced. Patient was stable throughout event.